Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2408-74, serial/lot: (B)(4). Description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient was experiencing severe headaches when the stimulation was turned on. The patient attempted to turn off the stimulation many times to overcome the headaches, but the headaches returned within ten to fifteen minutes of the stimulation being turned on. The patient has had the stimulation off since the beginning of (B)(6) 2020. The patient underwent a revision procedure to pull down the existing leads. No items were replaced or explanted.